Manufacturer narrative:
For 6 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. The follow up action for 1 event was that performance testing was acceptable. The follow up action for 1 event was that the field service representative checked the analyzer not did not find any issues. The follow up action for 1 event was that the field service engineer checked and adjusted the liquid level detection function. The customer had no further issues following the service visit. There were no follow up actions for 4 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>7</noe> malfunction events. Questionable non-reproducible results were generated by the cobas e411 rack analyzer. The events involved a total of 9 patients with the following: 3 questionable results for amh plus elecsys, 4 questionable results for elecsys hcg + beta test system, 1 questionable result for elecsys estradiol iii assay, 1 questionable result for elecsys tsh assay. The patient age was "teenage." The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 3 females. The other patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.